Event description:
It was reported that the pituitary was broken along its shaft during an unspecified spinal surgery. No complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The lower shaft of the instrument is broken, and both the upper and lower shafts are bent downward. The above observations are consistent with bend stress overload.